Event description:
It was reported that, during shoulder surgery, when an ambient megavac was opened and connected to the quantum, it showed an error code (B)(4). The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2040255 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Clinical evaluation was completed and concluded that based on the information provided, the device was not used in the patient and no future harm is anticipated to this patient. Should any additional medical information be provided, this complaint will be re-assessed. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: it is possible the shaft was harmed by hitting a hard or bony structure; this would have caused the solder at the thermocouple wire to become separated and result in an open tc circuit. It is also possible; however, that the circuit was improperly built during manufacturing. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.